Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio tested the device and it did not pass unexpected shutdown testing. Physio replaced the device¿s battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Upon further evaluation, physio verified the battery pins had excessive wear.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient monitoring. The customer advised that the device was tilted/moved when it powered off and medical personnel were able to power the device back on and continue use without further issues. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.